Manufacturer narrative:
H6: activation failure removed as it is unrelated to this product.

Manufacturer narrative:
Device history record was reviewed. No anomaly was noted. All manufacturing operations have been completed and signed off. The reported complaint of separation problem and activation problem were not confirmed. Visual inspection was performed, and the outer helix length was within specification. The inner diameter of the button where the bullets on the tether interact was measured and found to be within specification. Further electrical analysis was performed, and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported the patient presented for an initial aveir implant procedure. While attempting to dock, it was observed the delivery catheter and leadless pacemaker were misaligned. Trouble shooting was attempted, but the control knob on the catheter failed to produce a response. The device was then attempted to be released which also failed. A new device and catheter were opened, and the procedure was completed without issue. The patient was stable.